Event description:
This pt experienced an mi secondary to an instent restenosis of a previously placed cypher stent in the proximal left anterior descending (lad) approximately four months after implantation. This was treated with re-ptca. This pt was admitted to the hosp with a chief complaint of ischemia as evidenced on recent stress test. The pt was currently taking aspirin, beta-blockers, statins, and plavix. The pt was taken electively to the cardiac cath lab, where angiography revealed 99%, de novo, 18mm, lesion in the proximal lad. A bolus of heparin was administred via IV. A bolus, followed by an infusion, of integrillin was also administered via IV during the procedure. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was predilated prior to the stent placement. A 2.5 x 23mm cypher stent was deployed to the lesion site with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on the same pre-procedure medications the following day.